Manufacturer narrative:
Could not reproduce problem during testing.

Event description:
During removal of the butterfly needle, the yellow component, that covers the needle after use, detached unexpectedly, resulting in the needle no longer being covered.